Manufacturer narrative:
Additional information: b3, b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19aug2025. Access was obtained in the left common femoral artery for a contralateral approach. Resistance was not encountered during insertion or advancement of the catheter through another manufacturer¿s sheath and over another manufacturer¿s wire. Two-to-three centimeters of the catheter tip separated. Per the reporter, the catheter did not reach the calcified and stenosed lesion within the distal superficial femoral and popliteal arteries prior to tip separation. A power injector was not used. The procedure was completed successfully.

Manufacturer narrative:
Summary of event: as reported, during a right lower extremity angiogram, the tip of a cxi support catheter separated as the catheter was pushed down the superficial femoral artery (sfa). Per the reporter, the tip broke off within the proximal sfa, before reaching the lesion. The separated fragment was stented against the vessel wall and remains in the patient. Per the reporter, the patient is "doing well". The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 19aug2025. Access was obtained in the left common femoral artery for a contralateral approach. Resistance was not encountered during insertion or advancement of the catheter through another manufacturer¿s sheath and over another manufacturer¿s wire. Two-to-three centimeters of the catheter tip separated. Per the reporter, the catheter did not reach the calcified and stenosed lesion within the distal superficial femoral and popliteal arteries prior to tip separation. A power injector was not used. The procedure was completed successfully. Corrected information: d4 (UDI). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The catheter tip was separated. No other damage was noted. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the final or sub-assembly lots. The product IFU instructs the user not to advance the catheter through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction. The IFU cautions that the catheter should not be advanced into a vessel having a reference vessel diameter smaller than the outer diameter of the catheter. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Resistance was not encountered during insertion or advancement of the catheter through another manufacturer¿s sheath and over another manufacturer¿s wire. The tip broke off within the proximal sfa, before reaching the calcified and stenosed lesion within the distal superficial femoral and popliteal arteries. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a right lower extremity angiogram, the tip of a cxi support catheter separated as the catheter was pushed down the superficial femoral artery (sfa). Per the reporter, the tip broke off within the proximal sfa, before reaching the lesion. The separated fragment was stented against the vessel wall and remains in the patient. Per the reporter, the patient is "doing well". The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.